Event description:
On an unknown date, a trifecta valve was implanted. On another unknown date, valve insufficiency was observed and the valve is reported to be explanted. Additional information has been requested. After an unknown implant period the patient presented with valve insufficiency and the device was explanted. Additional information has been requested.

Manufacturer narrative:
An event of valve insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received of the outflow surface of a trifecta gt valve from the field for analysis. Based solely on this aforementioned photo, one leaflet appeared to contain folds, and white tissue was present at the stent posts. It could not be conclusively determined if this tissue encroached onto leaflet tissue. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the host to device reaction (pannus formation), along with the damage to the sewing cuff, are possible evidence of interaction to the patient aortic wall. Furthermore, the white tissue had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to reduced durability.

Event description:
On an unknown date, a trifecta valve was implanted. On another unknown date, valve insufficiency was observed and the valve is reported to be explanted. No additional information has been provided.